Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced pain, bleeding, bladder spasm, infections and the "need for an artificial urethra." The device was remoed.

Event description:
It was reported that sometime after the implant of a protegen sling, the pt experienced "bodily injuries... Extremely serious in nature." There is no further info available and the sling is not available for eval.